Manufacturer narrative:
(B)(6). The failure mode was visually confirmed regarding the broken distal tip of the shaft. The rockwell hardness of the shaft was evaluated and confirmed to be 51, which is well within the specified rt value. When the axial alignment of the device to the prepared insertion site is not aligned, the torque required to tighten the inner anchor increases potentially causing the distal tip to shear off. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During an arthroscopic rotator cuff repair utilizing the footprint ultra pk suture anchor, 4.5 it was reported that the shaft broke when the device was inserted into the site. The site was prepped with a disposable 3.8mm tapered awl. The operation was completed with a back-up device using the same site. No patient injury or other complications were reported.